Event description:
The customer contacted physio-control to report that their device is not showing any ECG waveforms, the device's keypads are unresponsive, and the device unexpectedly resets itself. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's system pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue wad due to a failed integrated circuit, designator u15.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device is not showing any ECG waveforms, the device's keypads are unresponsive, and the device unexpectedly resets itself. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.